Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "biological deposits." The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as the reported event would not likely be caused by inadequate use of the device. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter got clogged with debris from the bladder, and then stopped draining. The complainant noted that it became clogged in the tubing of the catheter and not the eyelets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter got clogged with debris from the bladder, and then stopped draining. The complainant noted that it became clogged in the tubing of the catheter and not the eyelets.